Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent temperature alarms occurred. Reportedly, the past temperature alarms occurred when pump was exposed to extreme temperatures and the alarms were cleared after 5 to 10 minutes. There was no impact to the user's blood glucose (bg) level for the past events. For the most recent alarms, the pump was in the user's pocket and not exposed to abnormal temperature conditions. The user's bg level was 157 mg/dl at the time of report. It was confirmed that the user had an alternate method of insulin delivery available.